Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause for the pvl could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, patient was noted to have trace paravalvular leak (pvl) upon implant of their 29mm sapien 3 valve in the aortic position. On a follow up visit approximately 2 years and 10 months post implant, the patient is experiencing shortness of breath and fatigue. Tee revealed mild pvl. Imagery provided was reviewed by an edwards lifesciences clinical imaging specialist, and mild pvl was confirmed. The physician treated the pvl by deploying a non-edwards endovascular plug. The patient was stable after the plug was deployed, and no pvl was observed per intra-operative tee. Per the field clinical specialist, inadequate seal was the perceived root cause of the pvl.